Event description:
The field service engineer reported a pump with failure code 814:01. This event occurred during customer use. There was no patient involvement, injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being submitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 05, 2007. Evaluation summary:the reported condition of failure code 814:01 was confirmed in the pump's event history file during product evaluation. The pump's main batteries were damaged and therefore the batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA. Device repaired on site